Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
Zyno medical was notified of a leaking issue on (B)(6) 2018 from the distributor. The user's description of the incident was forwarded to zyno medical and is as follows: "carboplatin tubing began to leak. Upon further investigation, the tubing appeared to be sliced or cut. Chemo wasted to the floor and two small dots landed on the patient's hand and forearm. The areas on the patient were cleaned with warm water and soap. The floor was cleaned using bleach wipes. The entire bag of carboplatin and tubing was replaced by pharmacy". The drug being infused was carboplatin. There was a delay in delivery due to the incident and chemo was spilled on the floor. No patient injury or harm occurred for this case. The date of the event is (B)(6) 2018. The lot number reported was "16035518 or 17106197". The contract manufacture of the affected set is becton, dickinson and company.

Event description:
This is a second follow-up for the initially filed MDR (3006575795-2018-00048).

Manufacturer narrative:
The reported issue of sliced tubing was not confirmed. The complaint was reported to the contract manufacturer becton, dickinson and company on 10/25/2018. On 03/15/2019, zyno medical received the evaluation report from the contract manufacturer: "samples were not provided for evaluation. Therefore, it was not possible to confirm the reported condition and identify a possible root cause. A complaint search for the past year (from (B)(6) 2017 to (B)(6) 2018) was conducted and no additional complaints related to the reported condition were identified for model a2-80070. No trend related to this condition was identified. In addition, samples were not available for evaluation to confirm the reported condition or to determine a possible root cause. Therefore, the root cause was deemed as unknown."

Manufacturer narrative:
The customer stated on (B)(6) 2018 that the affected device was not saved. No evaluation was conducted as the device was not sent in for evaluation. The reported leaking issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00048).